Event description:
The lay user/pt contacted lifescan (lfs) in 2006 alleging that her meter did not power on. A med affairs spec (mas) spoke to the pt one day later and obtained/verified the following info. For the past 2-3 months the pt's meter would not power on. While the meter was not working the pt was still taking her set amount of medication (100u of lantus at night and an oral mediation in the morning). She would also see the physician once in awhile to obtain a blood glucose reading on his meter and claims she never received any med treatment during these visits. Approx one wk ago she woke up feeling dizzy, sweaty and tried to test, but was unable to obtain a reading. She contacted her neighbot for help and passed out. Her neighbor contacted the paramedic's and the pt was taken to the ER via emt's. The pt does not recall what her initial reading was in the hosp or the readings throughout the day. She claims she was treated with an IV. The pt was in the hosp for 3 days and claims the diagnosis was hypoglycemia. The pt's diabetes medications were not changed. The pt has had the meter for approx one year. The pt was using the correct vial of test strips and the customer care advocate (cca) had the pt press the power button and the meter powered on. The meter also powered on when the test strip was inserted all the way into the test strip port. Cca did not replace the pt's meter.